Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. The reported problem was not confirmed and the root cause was undetermined. If additional relevant information is received, a follow-up will be submitted.

Event description:
It was reported that a patient had a leak during peritoneal dialysis (pd) therapy. The home patient (hp) stated while in initial drain she noticed that there was water near the drain line. The hp stated she thought there was a hole in the drain line but was not sure. The hp requested assistance with ending therapy so that she could start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the hp regarding the leak from the drain line, the hp stated that she noticed water on the ground near the drain line and thought she spilled water. She cleaned up the water and a bit later she noticed more water, so she knew that the drain line was leaking. The hp stated that she checked the line for damage but could not find any. She was not sure where the drain line was leaking from. The hp stated the home choice (hc) machine did not alarm. The hp stated that she was able to perform therapy at a later time with no difficulties. No allegations were made against any of the hp?s dialysis products.